Event description:
Customer reported experiencing frequent low blood glucose events . Reportedly ¿she has passed out and suffered a head injury multiple times from being low while using the pump¿. Bg value not provided. Cause was not known. Customer declined to provide any additional information to tandem technical support. No additional information was provided.